Event description:
Lap chol- "during intervention, 1 clip ok. The next clip was coming, almost directly followed by another one. The clipapplier blocked on the tissue, very close to the hepatic duct, on the cystic duct. The surgeon had to 'destroy' the handle/turning knob to get the device unlocked and to take it off the tissue. Hopefully there is no 'late damage." Patient status- I guess ok, but will do a follow up in the week of march 16th. Surgeon was to busy today with a difficult intervention." On 3/17/15, sales rep confirmed no further damage.

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering noted the device was bent along the shaft. Engineering actuated the device and experienced irregular clip loading. The unit was disassembled, due to the bent shaft; there was internal friction inside of the shaft which caused the device to jam. Although the root cause of the damaged shaft cannot be determined, the dent on the shaft likely happened while removing the device from the tray packaging. All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly process. As a part of this process, applied medical is currently investigating packaging enhancements intended to further minimize the potential for this type of incident to occur. This document represents our final report.

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.